Event description:
Reporter stated that pt was admitted to the hosp in 2004 in a diabetic coma (blood glucose measured 24 mg/dl). They were hospitalized for 5 days. Pt was treated with IV fluids; however, the reporter did not know specifically what was in the IV.